Event description:
Hcp reported pt presented with a pump not infusing due to premature pump battery depletion. The pump was explanted and replaced. It was returned to the MFR for analysis. A follow up report will be sent if add'l info is available.